Event description:
Information was received regarding a cadd legacy 1 pump. It was reported that the device kept alarming once batteries were in. There was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other text: one cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, a functional test was performed. Customer problem was duplicated. The pump was found to be "double beep" alarm message during the investigation. The root cause of the issue is unknown. Downstream occlusion sensor will be replaced.